Manufacturer narrative:
Please note the correction to d9. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, during communications for additional information, it was communicated that the device is functional and doesn't have any problems. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "during the gamma 4 procedure, the lag screw was inserted outside of the nail due to a mistarget, even though it was well calibrated prior to insertion. The surgery time was longer because of the replacement of gamma4 long nail with gamma3 long nail".

Event description:
As reported: "during the gamma 4 procedure, the lag screw was inserted outside of the nail due to a mistarget, even though it was well calibrated prior to insertion. The surgery time was longer because of the replacement of gamma4 long nail with gamma3 long nail".

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.